Event description:
CT scan of brain, I was scanned multiple times at once, each time at a overdose of 15 msv. I was scared at least six times in one sitting at that dose equaling at least 90 msv. I am suffering great side effects and harm. Excruciating pain in my brain constantly, along with other symptoms and getting worse. FDA safety report ID# (B)(4).